Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on august 08, 2025, and h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation during investigation the manufacturer observed dust-like contamination and tiny hairs/fibers at the air inlet of the blower box. During investigation the manufacturer observed blower motor had slight dust-like contamination on it and the blower seal. The bottom enclosure had dust-like contamination and hairs/fibers inside of it. During investigation the manufacturer observed black contamination, consistent with keratin, at the air outlet of the blower box. During investigation the manufacturer observed the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. During investigation the manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. During investigation the manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and could not confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid was updated.